Event description:
It was reported that, "while final tightening blockers, torque wrench hex tip broke off in blocker and was separated from torque wrench. Tip of torque wrench was easily removed from blocker and case completed."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental .